Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0126011. D4: medical device expiration date: 2023-04-30. H4: device manufacture date: 2020-05-10. Investigation summary: bd received 2 packed and 1 unpacked sample submitted for evaluation. The reported issue was not confirmed upon inspection and leakage testing of the samples. None of the samples experienced leakage during our internal testing. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that connecta plus3 10cm white leaked. The following information was provided by the initial reporter: we have observed several times that there is a leakage when the 3-way-stopcock with tubing is connected between the check valve and the infusion set 388000. The exact location of the leakage cannot be seen, we became aware of it because of the wet patient bed. I could not see any defects.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta plus3 10cm white leaked. The following information was provided by the initial reporter: we have observed several times that there is a leakage when the 3-way-stopcock with tubing is connected between the check valve and the infusion set 388000. The exact location of the leakage cannot be seen, we became aware of it because of the wet patient bed. I could not see any defects.